Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be communicated with merlin radio frequency (rf) transmitter. Later, device was successfully interrogated with inductive telemetry. Device rf chip issue was suspected. There is no plan to bring the patient in clinic for follow-up, so further information is not available.

Event description:
New information received notes that the patient agreed that the inductive transmitter is working fine this time. No further follow-up is needed.